Event description:
Technical services received a call on 8/26/11. Caller stated that this rv lead had a low impedance of 170 ohms after implant of a new device. The physician was dr. (B)(6) at (B)(6) hospital. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).